Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no patient involvement. Facility name was truncated; full facility name is (B)(6). The field service representative (fsr) replaced the refrigerator with replaceable fan (rohs) (list number (B)(4)) which resolved the issue. A review of the architect (B)(4) service history was performed and found no additional complaints of smoke or burning and charring smell associated with the refrigerator with replaceable fan (rohs). The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage to the refrigerator with replaceable fan (rohs) was limited to the refrigerator only. A review of tracking and trending for the replaceable fan (rohs) did not identify any trends. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the replaceable fan (rohs) or the architect i2000sr processing module, serial number (B)(4) was identified.

Event description:
The customer reported thick smoke behind the abbott i2000sr, accompanied by the smell of burning and charring. No injuries were reported and no impact to patient management was reported.